Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Siemens is investigating the issue. MDR 2432235-2021-00292 was filed for the folate result obtained on atellica im 1600 analyzer (serial number: (B)(4)).

Event description:
A discordant, falsely elevated folate result was obtained on a patient sample on an atellica im 1600 analyzer. The discordant result was reported to the physician(s). The sample was repeated on an advia centaur xpt analyzer at the customer site, recovering lower. The sample was sent to an alternate laboratory and was run for folate on an atellica im analyzer, recovering higher. The sample was then run for folate on an advia centaur xpt analyzer at an alternate laboratory, recovering lower and matching the lower result obtained on the advia centaur xpt analyzer at the customer site. The lower results obtained on the advia centaur xpt analyzers were considered to be the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated folate result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00293 on 08-dec-2021. Additional information (10-mar-2022): a siemens customer service engineer (cse) inspected the atellica im 1600 analyzer and did not find any instrument issues. Siemens reviewed manufacturing release data of the past 6 reagent lots of atellica im 1600 and advia centaur xpt folate reagents. No more than a 7% increase was observed between serum pool folate results on atellica im 1600 and advia centaur xpt. The customer has switched to a new lot number of folate reagent, and method comparisons are within acceptable limits. The folate lot numbers used at the time of escalation are no longer available to be analyzed. The cause of the event is unknown. Section d4 of the MDR was updated to indicate the atellica im 1600 analyzer serial number. Section e1 of the MDR was updated to provide the customer site information. Section g1 (continued) was updated to indicate the atellica im 1600 analyzer manufacturing site. The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2432235-2022-00292_s1 was filed for the additional information regarding the alternate atellica im 1600 analyzer.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Siemens is investigating the issue. MDR 2432235-2021-00292 was filed for the folate result obtained on atellica im 1600 analyzer (serial number: (B)(4)).

Event description:
A discordant, falsely elevated folate result was obtained on a patient sample on an atellica im 1600 analyzer. The discordant result was reported to the physician(s). The sample was repeated on an advia centaur xpt analyzer at the customer site, recovering lower. The sample was sent to an alternate laboratory and was run for folate on an atellica im analyzer, recovering higher. The sample was then run for folate on an advia centaur xpt analyzer at an alternate laboratory, recovering lower and matching the lower result obtained on the advia centaur xpt analyzer at the customer site. The lower results obtained on the advia centaur xpt analyzers were considered to be the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated folate result.